Event description:
The customer reported that she went to the emergency room with a high blood glucose reading of 307 mg/dl. The customer's blood glucose levels had gone back to normal, but as soon as she went back on the insulin pump her blood glucose levels elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.